Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate the reported issue. All testing¿s were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 93 hour extended test using the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
The customer reported that the patient became disconnected from the ventilator while asleep and the ventilator did not alarm. The mother was quick to catch the issue immediately and placed the patient back on the ventilator. The customer reported no harm or injury to the patient.